Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. Troubleshooting was performed, and the displacement test could not be performed. It was stated that the device was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder being out of phase.